Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection: after removing the outer tube, abrasion marks were found around its inner diameter. The inner tube had abrasion lines at the tip and rust marks around the window. Functional testing was not performed due to the abrasion marks on the device. The most likely cause(s) for the reported failure is prying/leveraging the device against bone or another instrument. Per dfu-0215-4 at revision 0. Section f. Precautions. 5. Excessive "side-loading" on the device during use does not improve cutting performance and, in extreme cases, will cause irreversible damage to the device.

Event description:
On 2/28/2024, it was reported by a sales representative via email that pieces from an ar- 8400obe oval burr came off into the patient. The surgeon was able to remove the broken fragments. The surgeon reported that while maneuvering the burr, a click could be felt. The burr did not come in contact with the scope or any other devices. This was discovered during a procedure on (B)(6) 2024. Additional information provided 3/4/24: the procedure performed was an ankle arthroscopic procedure. The case was completed by opening a new burr. No case delay. No additional anesthesia . No negative effects to the patient

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.